Event description:
It was reported that the rv lead was explanted, due to inappropriate shocks caused by a lead fracture. High lead impedance of greater than 2000 ohms was also noted. No further patient complications were reported as a result of this event. Further information indicates that shocks were due to oversensing. The physician was unable to obtain thresholds and no capture was also noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; distal segment was returned for analysis. Other: it was reported that the rv lead was explanted due to inappropriate shocks caused by a lead fracture. High lead impedance of greater than 2000 ohms was also noted. No further patient complications were reported as a result of this event. Further information indicates that shocks were due to oversensing. The physician was unable to obtain thresholds and no capture was also noted. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, capture, failure to, impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.